Event description:
Unomedical reference number (B)(4). Event occurred in netherlands. On (B)(6) 2023, the patient's father reported that the infusion set's tubing got detached during holiday at the tubing connector while the patient was going to bathroom, and he thinks it's due to warm weather in combination with swimming and sweating. The site location was patient's stomach, and the pump was located in the side pocket. The issue occurred with two infusion sets. Also, the infusion had been used for five days. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information was available.